Event description:
It was reported that the device does not power on and is displaying all three service indicators.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.